Event description:
On (B)(6) 2016, this pt was undergoing a laparoscopic cholecystectomy and intraoperative cholangiogram. The surgeon was using the arrow percutaneous laparoscopic cholangiography set with karlan balloon catheter. The balloon at the tip of the catheter burst and broke.